Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had another seizure due his low blood glucose. The mother stated that this incident is the third seizure since he is using the new insulin pump. The caller stated that the customer passed out with his face down and he was surrounded by a pool of blood. The mother stated when he woke up, she gave him two cups of juice, and by the time the paramedics arrived his blood glucose was 176mg/dl. The caller stated that he did not contact his doctor to discuss the low blood glucose and possible causes. Advised the mother to have her son call in when he wakes up. No further information was provided.